Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,right coil not visible.') And uterine perforation ('perforated the myometrium and likely extending outside of the uterus,') in an adult female patient who had essure (batch no. 627302) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, uterine bleeding, paratubal cyst, uterine anteflexion, abdominal pain and endometrial biopsy abnormal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain,"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menstrual disorder ("other: unusual periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy post-essure"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, dyspareunia, menstrual disorder, allergy to metals, vaginal discharge, cystitis, fatigue, tooth disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), migration, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal discharge, bladder infection, fatigue, dental problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: concern for malposition and/or perforation of the left coil.. Imaging procedure - on an unknown date: essure confirmation test (unspecified) performed. Result not provided.. Ultrasound pelvis - on an unknown date: concern for malposition and/or perforation of the left coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Reporter's information added. Event:perforated the myometrium and likely extending outside of the uterus, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,right coil not visible.') And uterine perforation ('perforated the myometrium and likely extending outside of the uterus,') in an adult female patient who had essure (batch no. 627302) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, uterine bleeding, paratubal cyst, uterine anteflexion, abdominal pain and endometrial biopsy abnormal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain,"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menstrual disorder ("other: unusual periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy post-essure"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), abdominal pain lower ("cramping") and menstruation abnormal ("unusual periods"). The patient was treated with surgery (hysterectomy(full) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, dyspareunia, menstrual disorder, allergy to metals, vaginal discharge, cystitis, fatigue, tooth disorder, alopecia, abdominal pain lower and menstruation abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, uterine perforation, vaginal discharge and menstruation abnormal to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), migration, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal discharge, bladder infection, fatigue, dental problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: concern for malposition and/or perforation of the left coil.. Imaging procedure - on an unknown date: essure confirmation test (unspecified) performed. Result not provided.. Ultrasound pelvis - on an unknown date: concern for malposition and/or perforation of the left coil.. Lot number: 627302 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration,right coil not visible') and uterine perforation ('perforated the myometrium and likely extending outside of the uterus'). In an adult female patient who had essure (batch no. 627302), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 4, uterine bleeding, paratubal cyst, uterine anteflexion, abdominal pain and endometrial biopsy abnormal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), menstrual disorder ("other: unusual periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy post-essure"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), abdominal pain lower ("cramping") and menstruation abnormal ("unusual periods"). The patient was treated with surgery (hysterectomy(full) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, dyspareunia, menstrual disorder, allergy to metals, vaginal discharge, cystitis, fatigue, tooth disorder, alopecia, abdominal pain lower and menstruation abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, uterine perforation, vaginal discharge and menstruation abnormal to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), migration, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal discharge, bladder infection, fatigue, dental problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on an unknown date, concern for malposition and/or perforation of the left coil. Imaging procedure: on an unknown date, essure confirmation test (unspecified) performed. Result not provided. Ultrasound pelvis: on an unknown date, concern for malposition and/or perforation of the left coil. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: events: cramping and unusual period were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 627302) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menstrual disorder ("other: unusual periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy post-essure"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), fatigue ("fatigue"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, menstrual disorder, allergy to metals, vaginal discharge, cystitis, fatigue, tooth disorder and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, tooth disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2009. Plaintiff received treatment for dyspareunia (painful sexual intercourse), migration, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal discharge, bladder infection, fatigue, dental problems and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) performed. Result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events per pfs: migration, menorrhagia (heavy menstrual bleeding), nickel allergy post-essure, vaginal discharge, bladder infection, fatigue, dental problems and hair loss. Essure implant date and explant date updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.